Manufacturer narrative:
E1. Initial reporter phone added selection as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During the set up process for the impella 5.5 error message "defective impella" occurred after connecting the white catheter to the console. Impella 5.5 was taken off the field and new impella pump was opened and primed. There was no patient harm.

Manufacturer narrative:
Correction: section h6: the device problem code is updated to the correct one which was inadvertently reported incorrect in the initial report.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Clinical details note that the connection of two impella 5.5s resulted in impella defective alarms when connected to the console (B)(6). After switching the console, the issue resolved. Imc log review confirmed 3 attempts resulting in impella defective alarm with an unspecified pump. There was one additional attempt resulting in an impella defective alarm in which the logs listed the pump sn (B)(6). It is apparent that the console ic3684 is the potential cause of the issue.